Event description:
The hosp reported that the ventilator alarm fail to cycle, with the settings or rate 16, simv, 24% oxygen, pip 20, and peep + 4 cmh2o. The infant was placed on the ventilator at 07:15 am and the event occurred 3 hours later. The hosp stated that the peep was still on the ventilator after the fail to cycle and believed that the infant was breathing spontaneously. The hosp stated that there was no incident report written. No deceleration or bradycardia or desaturation of oxygen.